Event description:
It was reported "fos iab catheter inserted in cardiac cath lab prior to cardiothoracic surgery (for CABG/cags). Catheter was inspected prior to insertion and inserted under fluoroscopy as per current product defect advice. No issue noted. Insertion of catheter was with no issues (and no alarms) and patient was transferred to cardiac theaters. In theatre high pressure alarms commenced. Emergency sternotomy was preformed and via 'cameras' in aorta it was noted that a proximal portion of the tip was not unwrapped. Catheter was removed, surgery continued, with no replacement of the iab catheter". The patient's current condition is reported as "in ICU intubated recovering from cardiac surgery". Additional information received clarified that the "the sternotomy was planned and a normal progression of the already planned procedure/operation".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
It was reported "fos iab catheter inserted in cardiac cath lab prior to cardiothoracic surgery (for CABG/cags). Catheter was inspected prior to insertion and inserted under fluoroscopy as per current product defect advice. No issue noted. Insertion of catheter was with no issues (and no alarms) and patient was transferred to cardiac theaters. In theatre high pressure alarms commenced. Emergency sternotomy was preformed and via 'cameras' in aorta it was noted that a proximal portion of the tip was not unwrapped. Catheter was removed, surgery continued, with no replacement of the iab catheter". The patient's current condition is reported as "in ICU intubated recovering from cardiac surgery". Additional information received clarified that the "the sternotomy was planned and a normal progression of the already planned procedure/operation".